Manufacturer narrative:
Additional information received on 07/28/2016: a px slim delivery microcatheter (px slim) was used for the entire procedure. The reported event occurred completely outside of the patient's body. Therefore, there was no patient involvement.

Event description:
Updated summary based on additional information received on 07/28/2016: the patient was undergoing a coil embolization procedure for a dissection in the subclavian artery using penumbra coil 400 coils (pc400 coils). During the procedure, the physician deployed and detached nine pc400 coils into the target vessel using a px slim delivery microcatheter (px slim). With the tenth pc400 coil still outside of the patient's body and prior to introducing the coil into the hub of the px slim, the physician inadvertently advanced the coil out of its introducer sheath. Upon attempting to resheath the pc400 coil back into its sheath, the physician encountered resistance and subsequently, the coil became stuck in the middle and was unable to resheath back. Therefore, the pc400 coil was not used for the procedure and did not enter the patient's body. The procedure was completed using a new pc400 coil without any further issues.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra coil 400 coil (pc400 coil) pusher assembly; the pusher assembly was kinked in multiple locations; the embolization coil was intact with the pusher assembly. The introducer sheath was loaded backwards on the pc400 coil pusher assembly. Conclusions: evaluation of the returned device revealed that the pc400 coil introducer sheath was loaded backwards. The proximal end of the introducer sheath¿s inner diameter (ID) is smaller than the rest of the sheath. The smaller diameter allows the sheath to seat properly on the mid-joint of the pusher assembly. However, if the introducer sheath is loaded backwards onto the pc400 coil, the embolization coil will likely become stuck in the friction lock, causing extreme resistance during re-sheathing. Further evaluation revealed that the pusher assembly was kinked in multiple locations. This damage was likely incidental and may have occurred during packaging of the device for return. Pc400 coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure for a dissection in the subclavian artery using penumbra coil 400 coils (pc400 coils). During the procedure, the physician deployed and detached nine pc400 coils into the target vessel. Prior to introducing the tenth pc400 coil into the microcatheter, the physician inadvertently advanced the coil out of its introducer sheath. Upon attempting to resheath the pc400 coil back into its sheath, the physician encountered resistance and subsequently, the coil became stuck in the middle and was unable to resheath back. Therefore, the pc400 coil was not used for the procedure and did not enter the patient's body. The procedure was completed using a new pc400 coil without any further issues.

Manufacturer narrative:
Please note that the following sections were inadvertently missed on the initial MFR report and are being included on this follow-up #02 MFR report:3005168196-2016-01057.